Event description:
Philips received a report from a customer that a patient injured the ring finger of the left hand after being moved into the bore of the mr system. As result of necrosis the injured ring finger was amputated about 2cm from the finger end. The patient ring finger got pinched between the magnet cover and table top.

Manufacturer narrative:
(B)(4). Based on the provided information it is concluded that the injury as sustained by the patient is caused by a user error. During movement of the table into the bore the patient suddenly held the edge of the table top. This led to the left ring finger of the patient being pinched between the tabletop and the bore covers. Within the instructions for use there are warnings related to moving the patient into the bore. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught.